Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's power cord was melted. The cord and power supply were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power cord appears to have shorted out where it connects to the programmer. There was plastic melted around the connector pin and there was heat damage to the plastic where the pin connects to the programmer. The battery was unable to charged and the programmer would not run on regular power. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection found that the power connector had melted plastic around the metal plug. The power supply was unable to power up the computing platform (cp). Output voltage at the power connector was 0 volts. Ground connection was open. There was no electrical connection between the ground and the barrel when examined under regular and x-ray pictures. Conclusion: the reported event was confirmed caused by power supply failure. The ground wire was disconnected from the plug connector barrel at broken solder joint inside the plug sub-assembly. If information is provided in the future, a supplemental report will be issued.